Manufacturer narrative:
Concomitant medical products: model 3186, scs lead, implant date: unknown. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient's ipg has depleted and the patient is without stimulation. It was also reported the patient had been unable to charge the ipg for approximately a month. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.